Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, after flushing, the catheter got stuck in the dispenser coil. At a later date, it was discovered that the catheter had fractured at the shaft. The procedure was completed using another device.

Manufacturer narrative:
This event was determined reportable based on info from cork plant stating that the device has been rec'd with a fracture at the shaft of the catheter. The device has not been evaluated yet. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline apropriate placement, access and maintenance procedures.